Event description:
The manufacturer received information alleging the rep dreamstation auto bipap device "almost caught fire", had scorch marks near where the power cord was attached, was rusted and burned, and had a "check power" message displayed. The cord had been changed and moved to multiple outlets, but the unit would not turn on. The user took the device to the durable medical equipment (dme) provider for the device to be evaluated. It was noted by the dme that the device appeared to be burned around where the power cord was attached. There was no reported harm or medical intervention. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.